Manufacturer narrative:
The reported issue that the battery was not completing the battery conditioning process was confirmed and duplicated on the received pcu. The inspection process found the power supply harness was misconnected on the 24v power supply. Reseating the connector properly corrected the battery conditioning failure occurring. The instrument seal was noted missing on the returned pcu. The pcu had no prior servicing activity recorded suggesting the misconnected harness was the result of workmanship performed by the customer¿s servicing technician. When the harness became misconnected could not be ascertained from the log analysis. The battery log had recorded successful battery conditioning performed prior and after the complaint was received. There were two found recorded occurrences in the month of february of 2018 of the battery conditioning being started but did not completed. The investigation did not find a malfunction occurring with the batteries (tc10010669) received. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Customer is reporting panasonic batteries for the 8015 failed. 3 failures in batch of 40 devices. (More?) The customer reported that during biomed testing, an increased failure rate of a new group of bd batteries (panasonic tc10010669) was observed. The biomed attempted to recondition a new battery in a 3 cycle test, however the batteries did not complete the 3 cycles and failed during the cool down end of the second cycle, and 0000 was observed to indicate the devices were not exiting the cool down stage. No patient involvement was reported. The batteries were sequestered however one battery was discarded by bd service when the pc unit and battery was sent to service for repair.